Manufacturer narrative:
(B)(4). The customer's reported condition of a pump that experienced an error could not be confirmed as the pump was not sent to baxter for evaluation. The cause of the reported condition was not determined. However, this self service customer, southampton general hospital, have received their colleague p1.7 technical training and have replaced the external 1.6 amp slow blow fuses to correct the reported issue. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7.01.00.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an "error". It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint was opened in error. The customer did not report a malfunction of "error." Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed that, being that the device was new, there were no prior servicing events. A device history record review was performed finding no exception, nonconformance, rework, or abnormalities found that occurred during the manufacturing of the complaint lot or serial number. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.